Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mid right coronary artery. The 2.0x20 mm mini trek balloon catheter was used successfully for predilatation at less than 10 atmospheres. No resistance was felt during advancement to the lesion. Upon retraction, again without resistance felt, the proximal shaft of the device separated close to the hub. The device was retracted from the patient without any adverse patient effects reported. The procedure continued on without any further issues. There was no clinically significant delay in the procedure reported. No additional information was provided.